Event description:
While placing a stent, the inflation syringe stopped working. The device stayed at 1.6 atm throughout the inflation. Another inflation syringe was used and the procedure was completed without complications. No patient harm or injury occurred as a result of this event.